Manufacturer narrative:
Diasorin (B)(4) received a complaint from a customer stating that a discordant result was obtained comparing liaison sars-cov-igm assay and pcr. The igm serology test was positive for a pcr negative patient. The sample resulted twice as positive; then, a new sample was tested, resulting positive again. Pcr was negative on two occasions on two different samples. Customer data showed that sample ID (B)(6) was tested on (B)(6) 2021 and it was graded negative with the liaison sars-cov-2 s1/s2 igg assay (lot 354022). The sample was tested twice with the liaison sars-cov-2 igm kit (lot 360008) and graded positive. A new sample from the same patient was tested on (B)(6) 2021 with kit lot 360008 and graded positive again; the analyzer used was a liaison xl (s/n (B)(4)). Patient resulted as negative with both liaison sars-cov-2 igg assay and pcr (two different samples tested) and has been followed since (B)(6) 2020, every 15 days, for covid pcr negative; no symptoms were reported. A covid-19 igg / igm rapid test, mpbio was also used for testing. Based on data analysis, diasorin controls were tested on the relevant routine days and fell within coa ranges. Cleaning tool was used on the relevant routine days and runs were covered by weekly maintenance. Maintenance on the instrument was performed with a few delays during the period analysed. Patient was tested multiple times by pcr, before and after liaison xl testing, and was always graded as negative. The patient was also tested for the presence of iggs and results were always negative. 299 patients were tested with the liaison sars-cov-2 igm kit, lot 360008, during the period analysed: 234 sample ids were negative, 65 were positive. The issue could be related to the specific patient tested and the specificity performance appears to be in line with the IFU claims. The complaint was classified as not confirmable, based on data analysis and information received. No clear root cause could be identified, however the issue could be sample-related.

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint from a customer stating that a discordant result was obtained comparing liaison sars-cov-igm assay and pcr. The igm serology test was positive for a pcr negative patient.